Event description:
The manufacturer received information alleging an innospire essence compressor had no output. The patient alleges that they had to go to the emergency room because they had suffered from an asthma attack due to the failure of the device. Patient has confirmed there was no permanent harm or injury. (B)(4).

Manufacturer narrative:
Upon evaluation of the device it was confirmed that there was no power, therefore the device was not operational. Patient has stated that he was not harmed. Device is not life sustaining/supporting. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.